Event description:
It is reported occlusion. Description: new piv [peripheral IV] placed on infant's leg with poor venous access. 2 rns attempted piv placement then consulted rnts [registered nurse trauma specialist], who was unsuccessful, then placed vad (vascular access) consult. Vad rn able to place piv with ultrasound after 6 total attempts. Infant then connected to maintenance fluids. Pump began alarming occluded. This rn flushed piv with no resistance, added arm board, and retraced lines with no sign of occlusion. This rn then called vad for help troubleshooting. Alaris channel switched out and pump continues to alarm occluded. Vad rn suggests placing new IV on patient, assuming IV may be occluded at bend of the knee. As last effort, this rn disconnects IV tubing to allow fluids to run wide open and notices fluids do not run through until disconnected from 0.2 filter. Defective 0.2 micron filter is then replaced and reconnected to patient with no further issues.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Device evaluation no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material # 10011865 and lot# 25019140 was performed.the search showed that a total of (B)(4) units in 1 lot number was built on 09jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.